Event description:
A biomedical engineer reported a system message displayed and the footswitch failed during a procedure. The patient was moved to a different area of the facility and the reporter indicated there was harm to the patient but did not report what the harm was. The procedure was not completed and the rest of the scheduled procedures were canceled. Multiple attempts have been made to retrieve additional information but none has been received to date.

Manufacturer narrative:
The company representative examined the system and confirmed the reported event via the system event log. The system was tested and the event reported was not duplicated. The company representative replaced the footswitch and the footswitch cable as a preventive measure. The system was then tested and met all product specifications. A footswitch and a footswitch cable were received for evaluation. A visual assessment revealed a foreign object (plastic) was found stuck under the footswitch heel. The returned footswitch and its cable were tested and found the returned footswitch and its cable could not pass tests. The eeprom content could not be read and the eeprom could not be programmed. The returned footswitch cable was replaced with a known good cable and tests were repeated. The known good cable and the returned footswitch passed tests. The complaint was confirmed and due to the non-conforming footswitch cable. A review of complaints for the last 24 months did not indicate any additional similar reports for this system or footswitch. The root cause of the reported event was attributed to the non-conforming footswitch cable. (B)(4).